Event description:
Boston scientific received information that this pacemaker exhibited faster than expected battery depletion as the device had a longevity remaining of seven months. Boston scientific technical services (ts) noted that the device had only been implanted for two years. Attempts to obtain additional pertinent information were unsuccessful. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This pacemaker system was returned approximately five months later from a funeral home. No information was provided pertaining to the patient's death and there were no reported allegations that the device caused or contributed to the patient's death.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that this device was surgically abandoned and was programmed vvi 30 at nominal settings as the patient was dependent. In addition, a different device was implanted concomitant to this device. No adverse patient effects were reported.